Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the monitor was displaying a service code 203. The cause for the failure was isolated to a defective t3 transformer, defective c33 and c34 capacitors, and defective u16, and u18 components on the defibrillator pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.